Event description:
The reporter stated that during a spinal surgery procedure, the cross connector cam driver tip sheared off. The surgeon was manually over-tightening the cam on the coral crosslink. The sheared off part was easily retrieved and there was no harm to the pt and no increase in surgery time.

Manufacturer narrative:
A review of the device history record showed no anomalies. The complaint sample was received for eval. Integra determined that the cam that locks the cross connector onto the rod rotates 180 degrees from unlock/install to fully locked. In the past this has been treated as a set screw and tightened hard until the driver tip shears. If it is attempted to turn the cam past 180 degrees, the instrument can fall in this manner. In this complaint, it was reported that the doctor tightened it extra hard, which led to the tip shearing. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.